Event description:
During a transseptal procedure, the tip of the introducer detached and remained in the patient. During the procedure, manipulation of the sl2 introducer was difficult. When removing the introducer from the patient, it broke into pieces. Following removal of the introducer, the distal end detached and remained in the inferior vena cava. A snare and a 12f introducer were used in an attempt to retrieve the distal end of the introducer. However, the detached portion of the introducer broke into two pieces and only one piece was retrieved. The remaining piece migrated down the inferior vena cava and into the distal lateral pulmonary artery where it was unable to be retrieved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported detachment could not be conclusively determined.